Event description:
On 31-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a reported blood glucose of 559 mg/dl. Prior to emergency department evaluation, the user had recently started ilet therapy and experienced elevated blood glucose after connecting to the device. The user was evaluated in the emergency department on (B)(6) 2025, received subcutaneous insulin, was not admitted, and was discharged the same day.

Manufacturer narrative:
Available device and cgm data were reviewed, including insulin delivery history, alerts, and setup actions during the early onboarding period. The review identified multiple pauses and resumptions of insulin delivery, repeated cartridge-related workflow actions, and setup-related interruptions occurring shortly after therapy initiation, with no confirmed device malfunction identified. It was concluded that the cause of the event was most consistent with challenges associated with early device use and interruption of insulin delivery during setup, and no device malfunction was confirmed. If additional information becomes available or the device is returned for evaluation, a supplemental MDR will be submitted.